Event description:
Healthcare professional reported capsular contracture grade iii and folds. Later, healthcare professional reported capsular contracture baker grade IV. This record is for a left side. Device was explanted and replaced with non-allergan brand.

Event description:
Healthcare professional reported capsular contracture grade iii and folds. Later, healthcare professional reported capsular contracture baker grade IV. This record is for a left side. Device was explanted and replaced with non-allergan brand.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.6. Visual analysis of the photographs identified: - capsular contracture: unable to observe since it is not related to the device. - crease/folding of implant: observed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observed. ¿ crease folding of implant: observed creases on the device. As per the investigation procedure, deformation and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side capsular contracture grade iii and folds. Later, healthcare professional reported capsular contracture baker grade IV. Device was explanted and replaced with non-allergan brand.

Manufacturer narrative:
E1.: phone number continued: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported, left side capsular contracture, grade iii and folds. Device remains implanted.